Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2007. The patient began to have pain about two years ago. She was seen by a physician and was told that the mesh had begun to erode and needs to be removed. The patient does not have a date for the surgery. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.